Event description:
The surgeon implanted an aa4203tl silicone plate lens in 02/05 and then it was removed in 2005. The surgeon felt the label on the outside of the box did not reflect the actual power of the lens. There was no pt injury. An msi-pr injector and an mtc-60c cartridge were used but the facility was unable to provide the lot numbers. We have requested additional info but it has not been received to date.